Event description:
The tray broke. Patient had osteolysis from first surgery under the tibial component. They revised the poly in 1998. The implant was grafted to the new poly by dr.. The graft did not take and patient's tray broke. Another dr. Revised with revision tray with wedge and p.s. Femoral component in 1999. Enclosed operative note form second surgery and copy of x-ray being returned with implant. The patient is very overweight; she weighs approximately 320 lbs.